Event description:
During a colonoscopy procedure, it was reported by the medical facility that the left and center display monitors lost the image and went black during the case. The endoscope was withdrawn and the case was concluded with another colonoscope. There was no patient injury or other negative health consequence. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to endochoice for assessment. It was determined that the camera assembly required replacement.